Event description:
The user facility reported that there were concerns with the handing off of a sheath kit during prep for insertion. The staff was unsure if sterility was broken, so a second kit was opened for implant. There was no patient harm reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. D6a and d6b dates of implant and explant were left blank as the first sheath kit was not inserted.

Manufacturer narrative:
The investigation of packaging issues- sterility has been completed. There was no product returned. The clinical details state that there was issues with handing off the sheath kit and it was nothing related to abiomed's product or packaging. Based on the clinical details, the root cause of the packaging issues - sterility is most likely due to use as there was issues with handing off the kit.